Event description:
Information was received from a patient regarding another patient who was implanted with a neurostimulator. It was reported that there was a problem with the previous patient that had a rechargeable battery put in. There was a problem with the rechargeable battery. The event date, device identifiers, cause, intervention, and outcome are unknown and follow-up was not attempted as the initial reporter is also unknown.